Event description:
On (B)(6) 2011, pt reported he is having difficulty with his up/down buttons. Pt stated he began to have the difficulty with the buttons approximately 2 weeks ago when he began to notice the down button took longer to respond when programming a bolus. Pt reported he would also hear a double beep instead of a single beep. Pt stated the button issue occurs intermittently where they may not respond at all and have to be pressed more than once. Pt reported the buttons pop up when pressed. Pt will switch to his backup infusion device until the replacement arrives. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address this issue. Product was replaced and requested return of the alleged product for eval.